Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer's blood glucose was 240 mg/dl. Troubleshooting was done. The customer stated that she replaced the battery with a new battery three times and received the alarm every time. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected battery alarms were noted during testing. The insulin pump passed the displacement test and the off no power test and had operating currents within specification. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.